Event description:
It was reported during a therapeutic PICC line placement, the catheter developed a leak distal to the suture wing inside the pt. No pt complications occurred with this event. This device has not been received for evaluation therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.